Event description:
In the most recent call the pt indicated that her hcp said that she has micro fracture(s) on her lead. The caller states today the caller did an impedance check when pt was lying on her back ¿ there were two electrodes that were 'avoid' 8 and 10. The pt is not programmed on 8 and 10. 8-15 is the lead that gave the pt problems initially so they used 0-7 however the issue continues with 0-7. Contacts that are 'green' are higher than rep would expect, for example 15 shows 10520ohms. It clarified for caller what the colors indicate and noted that just because a contact is green doesn't mean they should use it. The caller states she started measuring impedance again while pt was sitting up and she palpated on the ins. Impedances changed while palpating. 8 and 10 went into 'normal green zone' and went from 8 4040 and 10 went to 3090. Caller states during this position change that the impedance on 0-7 changes too but seemingly not as dramatically. Rep tested again and contact 8 is now showing 40k ohms, 9 is 8060 ohms and 10 is 13600 ohms. The caller notes when she touches the ins when not doing impedances and pt is sitting up, the pt felt more intense situation. It was advised that caller can try to find a contact pair that is not affected by positional changes and see if they are beneficial for therapy but this ultimately may lead to a revision.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their health care professional (hcp) told them that they think one of their "wires" are micro-fractured. Pt stated their stim wasn't working correctly and was giving them issues and on (B)(6) 2022, the conclusion was made that a revision is going to have to be done.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jul-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jul-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient will be having their leads revised on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.